Event description:
A ventilator was returned to the manufacturer for service due to a "ventilator service required" message and failing a test. The device was not in use. During final testing, the device failed a test step. The outlet side panel, dual limb cup, three way solenoid valve and proportional valve were replaced to address the issue.